Event description:
A malfunction was reported, but there were no notable events leading up to it, and it did not adversely impact the customer's blood glucose level. The malfunction was identified as a momentary power loss to the vibrator motor with a resettable code. The pump had not been reset for this issue in the past 24 hours, so customer support provided information and assistance to reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to contact support again if the malfunction reoccurs, which they acknowledged and understood.